Manufacturer narrative:
This report is filed may 21, 2014.

Event description:
Per the clinic, the patient experienced poor performance and pain with use of the device. The device was explanted on (B)(6), 2013.

Manufacturer narrative:
(B)(4): device not returned to manufacturer.